Event description:
It was reported that during declotting of a straight upper arm graft, the ptd was retracted and the tip separated. A snare device was used to retrieve the separated tip. There were no patient complications.

Event description:
It was reported that during declotting of a straight upper arm graft, the ptd was retracted and the tip separated, a snare device was used to retrieve the separated tip. There were no pt complications.